Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse received alert 113 reduced water temperature control x 7 in an arctic sun device. Patient temperature (pt) was 32.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.4c, water flow rate (wfr) was 1.1 l/m. System diagnostics, outlet monitor temperature (t1) was 34.6c, outlet control temperature (t2) was 34.5c, inlet temperature (t3) was 33.2c, chiller temperature (t4) was 7.5c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater command (hc) was 69 percentage, water reservoir level (wrl) was 5, system hours were 4415.1, pump hours were 670.5 walked through stop therapy and empty pads. During empty pads, water started spilling onto the floor. Walked through draining 16 ounces of water from right drain port. Restarted therapy and water flow rate (wfr) was stabilized at 1.1 l/m. Advised they will call back in 30 minutes to check in. Called back and patient temperature (pt) was increased to 33.3c, water temperature (wt) was 35.1c, water flow rate (wfr) was 1.1 l/m. Advised to call back if any additional assistance needed or if alert returns. Sn #(B)(6).

Event description:
It was reported that the nurse received alert 113 reduced water temperature control x 7 in an arctic sun device. Patient temperature (pt) was 32.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.4c, water flow rate (wfr) was 1.1 l/m. System diagnostics, outlet monitor temperature (t1) was 34.6c, outlet control temperature (t2) was 34.5c, inlet temperature (t3) was 33.2c, chiller temperature (t4) was 7.5c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater command (hc) was 69 percentage, water reservoir level (wrl) was 5, system hours were 4415.1, pump hours were 670.5 walked through stop therapy and empty pads. During empty pads, water started spilling onto the floor. Walked through draining 16 ounces of water from right drain port. Restarted therapy and water flow rate (wfr) was stabilized at 1.1 l/m. Advised they will call back in 30 minutes to check in. Called back and patient temperature (pt) was increased to 33.3c, water temperature (wt) was 35.1c, water flow rate (wfr) was 1.1 l/m. Advised to call back if any additional assistance needed or if alert returns. Sn#: (B)(6).

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause for the reported event is the device being overfilled. Patient temperature (pt) was 32.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.4c, water flow rate (wfr) was 1.1 l/m. System diagnostics, outlet monitor temperature (t1) was 34.6c, outlet control temperature (t2) was 34.5c, inlet temperature (t3) was 33.2c, chiller temperature (t4) was 7.5c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater command (hc) was 69 percentage, water reservoir level (wrl) was 5, system hours were 4415.1, pump hours were 670.5 walked through stop therapy and empty pads. During empty pads, water started spilling onto the floor. Walked through draining 16 ounces of water from right drain port. Restarted therapy and water flow rate (wfr) was stabilized at 1.1 l/m. Advised they will call back in 30 minutes to check in. Called back and patient temperature (pt) was increased to 33.3c, water temperature (wt) was 35.1c, water flow rate (wfr) was 1.1 l/m. Advised to call back if any additional assistance needed or if alert returns. Sn#: (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen. Replenish internal solution contact customer service to order internal arctic sun cleaning solution. To replenish the internal arctic sun cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. Connect the fill tube. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the second liter of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.